Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, a screw was removed in a revision surgery on (B)(6) 2023 due to nonunion. The patient was revised with a new tmc screw. There was no other report of any patient impact or injury as a result of this event. Feedback from the surgeon indicates the screw was not positioned well during initial implantation, which she believes is the reason for the nonunion. A new screw was used to reposition the bone and re-fixate. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, the revision is likely a result of the screw not being properly positioned during initial implantation. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a screw was removed in a revision surgery on (B)(6) 2023 due to nonunion. The patient was revised with a new tmc screw. There was no other report of any patient impact or injury as a result of this event.